Manufacturer narrative:
The following field have been updated with corrected information. B2. Other details: na investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked tube and tacky stopper. Also, 10 retain samples were subjected to a visual inspection for brittleness and all samples were within specification. Additionally, 30 tubes stoppers were subjected to an inspection for tacky stoppers and no abnormality was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of cracked tube and tacky stoppers. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿ blood collection tubes, one (1) tube was cracked, and three (3) tubes had a stopper that was difficult to remove. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿ blood collection tubes, one (1) tube was cracked, and three (3) tubes had a stopper that was difficult to remove. No adverse impact was reported regarding the patient or user.